Event description:
It was reported the patient presented for implant procedure. During surgery, it was discovered the helix retreated back into the lead and could no longer extend. The physician elected to complete the procedure with a different lead. The patient was in stable condition.

Event description:
Additional information noted the physician alleged the helix issues were due to lead damage.